Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information received states that the device and leads were explanted. No further information is available at this time.

Manufacturer narrative:
Partial lead in three segments with connector portion was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.